Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device locking components, cable and bearings were damaged, the device did not function and the temperature was above specification. It was also observed that the clutch shaft was broken, the serial sleeve was damaged and the device was in very bad condition. The device also failed pretest for cutter lock assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between svdc line and connector body, no short circuit between sensor gnd and connector body, safety assessment, direction control assessment, rotational speed assessment, noise assessment, handpiece temperature assessment and hand control assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and device use which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.